Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported they swapped erbe with valleylab esu & continued with cases without issue. Fse replaced erbe to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure (check neutral electrode alignment) could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe neutral pad messages keep appearing during surgery when surgeon was activating monopolar energy. The procedure was completed with no reported injury.